Manufacturer narrative:
The reported unused device was returned for evaluation in its original unopened package. Label verification and visual inspection were performed. The device was observed to have a tear in the packaging's poly material adjacent the product device's distal end. This tear resulted in an opening in the packaging material and therefore the product's sterility was breached. Due to the location and appearance of the defect area, it is likely that the product device caused the damage to the packaging. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed 7 similar prior complaints. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) reported "tear" on the sterile pouch of the device. There was no patient involvement as this defect was discovered during incoming inspection. This report is raised on the basis of a sterility breach found during the device evaluation.